Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The sample was connected to a viaflo bag and a vial; then reconstitution was performed. No leaks were encountered. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. This is report 3 of 14 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This is report 13 of 14 of the same reported condition from this facility.

Event description:
The customer reported to baxter (B)(4) of a reconstitution device that leaked fluid. This occurred several times. Handling of the device was checked at the customer facility and determined it was used correctly. There is no patient injury or medical intervention associated with this report. No additional information is available.